Event description:
On the 20th a cup revision was carried out in the gelderse vallei. A pt who was operated on +/- 2 weeks prior in kliniek klein rosendael ede had her r3 cup mal-positioned because had become loose.

Manufacturer narrative:
The associated r3 0 hole ha acetabular shell, r3 0 deg acetabular liner and oxinium femoral head were returned and evaluated. A clinical evaluation noted that without the supporting imaging, clinical information, the root cause of the loosening cannot be confirmed, although there was an indication that the patient's bone quality and/or initial component selection could have been contributing factors. The patient impact beyond probable pain and the reported revision to the cemented cup component cannot be determined. Should additional clinical information be provided, the clinical assessment may be re-evaluated. A lab analysis conducted during this investigation noted that the liner face exhibited some markings around the peripheral edge. Most likely these are the result of impingement with the neck of the femoral component given the components had rotated. The porous (stiktie ) coating was visually examined for ongrowth/ingrowth. No ongrowth/ingrowth was visible. An eds spectrum analysis was performed in the porous area to verify the presents of ha, which indicated the presence of calcium and phosphorous. Visual inspection of the oxinium head did reveal some scoring around the lower areas of the articular surface. These most likely are the result of coming into contact with instruments during removal. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing or product specifications for the listed batches did not reveal abnormalities that could have contributed to the reported issue. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.